Event description:
It is reported that a customer had issues with their quick serter attached to their insulin pump. The customer stated that he had low blood glucose as well as high glucose ranging from 40 to 300. The customer did not want to talk to the help line and stated that he has great control of his blood glucose since training with his insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.